Event description:
It was reported during an ensite velocity array rvot ablation procedure, upon removing the array catheter from the pt, it was noticed that there was thrombus around the mesh of the electrodes on the distal end of the catheter. The array catheter was also being flushed with heparinized saline throughout the case. There was no harm to the pt.

Manufacturer narrative:
We are in the process of evaluating this device. When our investigation is completed, a follow up report will be submitted.